Event description:
User experienced low sodium results for an unknown number of samples. They reran two patients samples for comparison. One patient example provided. Initial result 126 mmol/l. Same sample repeated three times gave 133, 132 and 137 mmol/l. No erroneous results were reported and no treatment given based on erroneous results. The field service representative determined a leaking and corroded sodium electrode was the cause. Performance tests performed which were within specifications.